Event description:
Customer called lfs alleging that the meter would not power on. But did not have any symptoms at the time. Customer used the back up meter to test blood glucose. No results were reported from back up meter. Ccr attempted to resolve issue, however, meter would not power on. Ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). No adverse event of serious injury occurred. No further information was provided.